Manufacturer narrative:
A ge rep evaluated the sys and replaced the display board. Sys operates as intended. (B) (4).

Event description:
The customer reported no display on boot up. No pt injury was reported.